Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. Analysis was unable to perform all functional testing including the displacement, operating currents and verify battery out limit alarm, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify self-test and watchdog timeout alarm due to blank display. The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received watchdog timeout alarm. The customer also reported that the insulin pump had blank display. The customer's blood glucose was 260 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the display did not return after inserting a new battery. The customer stated that the insulin pump was dropped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.